Event description:
Acute rise and drop in rv bipolar and rv coil lead impedance. Acute rise in rv (right ventricular) threshold. (Historical variable rv threshold at times). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).